Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, compromised force enhance sensor and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer¿s mother reported via phone call that the insulin pump would rewind on its own without any direction from user or input and also do a grinding noise and come up with the motor error during basal and sometimes bolus. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.